Event description:
It was reported that foley catheter had hole in it. So, the catheter was removed from use. Per additional information received on 24jan2025, the foley catheter had a hole mid-way down. It was not noticed until the catheter was placed, and urine was spilling out of the hole. It was removed, and a second catheter was successfully placed. No change to course of treatment, no other intervention required. It was isolated to this one catheter.

Manufacturer narrative:
The reported event was confirmed cause unknown. No actions can be taken at this time since a root cause was not identified. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted that the catheter shaft had a large hole/tear. This does not meet specification which states "missing, damaged, leaking, torn, broken, incomplete or incorrect components are not permitted, the clamp must be closed". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: intended for use in the drainage and/or collection and/or measurement of urine, generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as a nephrostomy tract. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally strzel warning: do not use if allergic to iodine. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage sillicone and may cause balloon to burst. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter had hole in it. So, the catheter was removed from use. Per additional information received on 24jan2025, the foley catheter had a hole mid-way down. It was not noticed until the catheter was placed, and urine was spilling out of the hole. It was removed, and a second catheter was successfully placed. No change to course of treatment, no other intervention required. It was isolated to this one catheter.